Event description:
The customer reported erroneous troponin I and creatine kinase-mb (ck-mb) results, for two patient samples, involving the unicel dxi 600 access immunoassay system. The results for both troponin I and for ck-mb did not correlate with the patients' previous clinical results. The customer retested the samples, on the same instrument, and results were different but still did not correlate with the patients' clinical history. The customer analyzed the samples on an alternate access® instrument for final results. The customer stated no erroneous patient results were released to the physician. There was no patient consequence or change in patient treatment associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the duckbill on aspirate probe #1 was worn. The fse cleaned the aspirate probes and replaced the reagent pipettors because one was scratched. The fse performed passing level sense test, high sensitivity system check, system check, and carryover test. The fse performed a passing 20-repetition precision test for the assay. Results met published specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Pipettor. In conclusion, a worn duckbill is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.